Manufacturer narrative:
This complaint investigation was closed based on the device not received, therefore the reported failure mode was not confirmed. In the event that the device is received, the complaint will be reopened and the investigation will be updated with new results. Alleged failure: broken anchor probable root cause: process -inserter, implant, and/or guide manufactured out of spec -anchor not assembled properly to inserter application -excessive force impacting inserter -movement of guide out of orientation -guide buried into bone the reported failure mode will be monitored for future reoccurrence.

Event description:
It was reported that the anchor potentially broke during the procedure and the pieces potentially remained in the patient.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported that the anchor potentially broke during the procedure and the pieces potentially remained in the patient.